Manufacturer narrative:
This report is submitted on february 28, 2022.

Event description:
Per the clinic, the patient experienced persistent pain at the implant site. The device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on april 11, 2022.